Manufacturer narrative:
(B)(4). A device history record review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Functional and visual testing were performed. Both seals were intact. The investigation found the pump was in excellent condition. The pump event history showed a base hardware failure and battery communication timeout errors in the error history log. The evaluation was performed, and the reported issues was duplicated, during power up process. Hardware failure was found at power up and moment later battery communication timeout error followed. The interconnect board does not operate as intended which also is the cause of the battery communication timeout. The root cause of the reported issue was unable to be determined, no physical or any other damaged was found on interconnect board. The technician replaced interconnect board and replaced battery. Power up process which passed.

Event description:
It was reported that a base hardware error and battery depleted alarms was observed. No patient injury was reported.